Event description:
The customer reported, "turbine intermittently works, if the unit is moved, the turbine intermittently stops." Further info rec'd from the respiratory therapist stated, "the event occurred while on pt. The rt switched the pt to backup unit with no allegation of pt harm."